Event description:
The patient reported experiencing elevated blood glucose of 28 mmol/l (504 mg/dl) in 2009 at 6:30am. She changed the infusion set and insulin cartridge and bolused 9.4 units of insulin through the infusion device. At 9:30pm her blood glucose measured 26.4 mmol/l (475 mg/dl) and she bolused 7.8 units of insulin. At 12:00pm the next day her blood glucose measured 9.3 mmol/l (167 mg/dl) and she bolused 1.4 units of insulin. At 6:30pm her blood glucose measured 23.2 mmol/l (148 mg/dl). The patent switched to her backup infusion device. Her normal blood glucose level is 6 mmol/l (108 mg/dl). The patient's mother believes the infusion device did not properly display the e4 (occlusion) error. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.